Event description:
Description of event according to complainant: it is alleged that "igtcfs-65-fem-celect-perm was placed on (B)(6) 2007 at (B)(6). In (B)(6) 2014, it was discovered that the filter had migrated into the inferior vena cava with penetration into the retro peritoneum and aorta. This was surgically removed on (B)(6) 2015." It is alleged that the pt has sustained personal injuries as a result of unintended migration of the celect filter.

Manufacturer narrative:
(B)(4). Investigation is still in progress.